Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a right hip revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products - unknown head p/n unknown l/n unknown, unknown stem p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.